Event description:
It was reported the patient presented with chest pain and fatigue two and a half years following implant. An exhorcardiogram showed mitral insufficiency. The valve was explanted and replaced with mechanical valve. At explant a tear was observed at one of the commissures. The patient's present health status was reported to be fine.